Event description:
It was reported that the patient was monitored via merlin.net. Review of the transmissions indicated that the pacemaker exhibited loss of capture in right ventricular (rv) channel, far-field r-wave oversensing, and noise oversensing, resulting in inappropriate automatic mode switch (ams) episodes. It was noted that the patient was undergoing surgery at the time the episodes occurred. Electromagnetic interference (emi) and far-field r-waves were considered potential contributors to the ams episodes. The rv lead exhibited loss of capture. No intervention was performed. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.